Event description:
Customer reported the vaporizer's interlock sys was not operating. There was no pt involvement. Investigation/conclusion: the unit was returned to the mfg site for investigation. The unit was tested, and the reported complaint was confirmed. It was determined that the e-clip that holds the plunger to the bell crank assembly was missing, thus allowing two vaporizers to be turned on simultaneously. The assembly procedures were reviewed and found to be adequate. Appropriate assembly procedures were reviewed with the assembly personnel. Engineering studies of recent failures of this mechanism suggested that, in low occurrences, the groove of the pivot pin can be deformed by the mating e-clip during installation. The deformation of the groove in the pivot pin potentially may cause the e-clip to fall off when in use. A design change has since been implemented to change the material from brass to stainless steel. The user is to ensure that, when the vaporizer dial is turned on, the dial of the other vaporizer mounted on the same manifold can be turned, as stated in the tec 6 nad variant vaporizer operation and maintenance manual.